Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter, and received a power source alert after plugging the pump into a wall outlet. The customer used an alternate wall adapter and the pump charged successfully. The customer¿s blood glucose level was 280 mg/dl.